Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a preventative maintenance (pm) service, the getinge field service engineer (fse) observed a damaged rear console cover isolated to transport handle area. To fix the issue the fse replaced the console cover and moved the transport handle and all hardware to new cover and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is doctor (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he observed that the customer damaged the rear console cover on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.